Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that 3 bd precisionglide¿ needles were involved with hyperglycemia. The consumer corrected their blood sugar levels through, " injection via mdi." The following information was provided by the initial reporter: consumer reported fill resistance issue. ¿ number of occurrences - 3. ¿ customer's bg at time of event - 548 mg/dl. ¿ what actions did customer take to address high bg? - correction injection via mdi. ¿ did event cause any injury? - no. ¿ did customer have ketones? - yes, moderate ketones. ¿ did hcp identify ketone level as dangerous/life threatening? - no, did not discuss with hcp. ¿ does insulin come out of the existing needle? ¿ n/a, issue happened in the past. Customer had already changed needle and syringe at time of call.